Event description:
According to initial reports, surgeon implanted an on-x mitral valve on (B)(6) 2026. After he sewed the valve in, he tried to rotate the valve because the leaflet appeared to be getting caught on something. He couldn't rotate it. On (B)(6) 2026 the surgeon had to take the patient back to surgery because of the leaflet. After some discussion the surgeon got the valve to rotate and the patient is doing well.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.